Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor wire went missing. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and failed due to a missing sensor wire. The allegation was confirmed. The root cause could not be determined.